Event description:
Per the information provided to co by the physician's office, the device was removed due to "infection." As reported to co, the entire device was removed and replaced with a device produced by the same MFR.